Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they noticed that the insulin drops were coming out really slow. Customer stated that while she was wearing the set she noticed that her blood glucose levels were staying high and it was as if she was not receiving any insulin. Customer stated that when she looked down she noticed that the insulin was not going down. Customer also noticed small air bubbles. No further information reported.